Event description:
It was reported that during the implant procedure, apical cuff seal leak was noted. Blood was leaking from between the cuff seal interface and the heartmate 3(hm3) pump. The leak was rectified by adjusting the pump position. No further evidence of leak was seen. There was no compromise to the patient. Log files were submitted that captured low flow events on (B)(6) 2024 associated with estimated flow values less than 2.5 lpm. Low speed advisory events were also recorded on 28may2024 as speed settings were being adjusted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Report type (b1/h1) corrected to malfunction. D5: operator of device corrected. E1: reporter email was not available. H6: clinical code, impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the report of bleeding between the apical cuff and the pump could not be confirmed through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed following implant. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, document are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.